Manufacturer narrative:
The reported events of device in backup mode and premature discharge of battery were confirmed. The device was received in backup mode with normal telemetry communication and output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. Device image analysis showed sharp drop in battery voltage and elevated battery current. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that during a routine clinic follow-up upon interrogation of the device, the device was found to be in backup vvi status. It was determined that the device had depleted the battery early and was at end of service. The device was explanted and replaced. The patient is in stable condition.